Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced high blood glucose (hbg) due to a bent crimped, kinked cannula. The event occurred on 05 sep 2024. The issue occurred on the first day of use, after only a few hours of wearing the infusion set. The insertion site was on the abdomen, and the patient used a serter device for insertion. The patient wasted a few cannulas and requested replacements for the remaining ones. The bent cannula was discarded and cannot be returned for analysis. The patient's blood glucose level was 242 mg/dl at the time of reporting. To treat the high blood glucose, the patient administered a manual injection of 15 units of insulin and changed the infusion set. The patient has type 1 diabetes and was using an insulin pump system within 48 hours of the reported high blood glucose event. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.